Manufacturer narrative:
Concomitant medical products (B)(4) lead; (B)(4) lead, implanted (B)(6) 2012.

Event description:
It was reported that the patient experienced syncope. It was noted that the patient's heart was 48 bpm, which was pacing below the programmed lower rate of the implantable pulse generator (ipg). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.